Event description:
It was reported that during a ptca procedure, the tip of the choice guide wire detached and remains in the pt. The lesion was located in the tortuous and calcified diagonal/left anterior descending (lad) coronary artery. It was further reported that the guide wire was manipulated through a metal entry needle. Approximately 8 mm of the tip of the guide wire detached in the diagonal. A different guide wire was then advanced into the lad and another guide wire was advanced into the diagonal. A 2.0 x 15mm balloon was inflated. The lad was pre-dilated with a 2.5 x 15mm maverick balloon catheter. A 3.0 x 16mm taxus drug eluting stent was then deployed. Because the tip of the guide wire was sub intimal, the physician decided it to leave it in the pt. The procedure was successfully completed with a different device. Pt status is reported as "fine".